Event description:
The account alleged there was no power to the bed. No pt impact.

Manufacturer narrative:
The technician found corrosion on the scale board. The technician replaced the scale board and the power control board to resolve the issue.